Manufacturer narrative:
An event of residual shunt and premature separation during procedure was reported. A returned device assessment could not be performed as the device remained implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported premature separation could not be conclusively determined. It is possible due to procedural conditions when performing the push and pull maneuver of the device which may have caused the reported incident. However, this cannot be confirmed. There were no complaints associated with any other devices from the lot. The reported hospitalization or prolonged hospitalization was a result of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Additionally, the imaging provided by the account were further reviewed by an abbott staff: video shows the occluder prior to reaching the end of the delivery sheath and it can be seen that the cable is not aligned with the proximal end screw of the occluder indicating that the delivery cable was already detached at this point.

Event description:
N/a.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 28mm amplatzer septal occluder was chose for implant using a 10f amplatzer trevisio intravascular delivery system. The delivery cable and device were locked to prevent detachment before procedure. But the occluder was self-detached from the cable during the procedure, and the device was implanted in the patient. Posterior rim leak was revealed from post-procedure emergency transesophageal echocardiogram (tee), and computed tomography (CT) imaging showed signs of device closure site dehiscence. The patient is scheduled for hospitalization and surgical device removal in (B)(6).